Event description:
Additional information indicates that following implant on (B)(6) 2023 patient developed fevers, raising concern for a possible post-operative infection [related manufacturer reference number: 1627487-2025-01492]. As a result, patient was administered antibiotics to address the issue. The fever and incipient infection resolved with antibiotic treatment. Patient experienced burning sensation at ipg site while charging the ipg [related manufacturer reference number: 1627487-2025-01491].

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number 1627487-2024-07771. It was reported the patient's ipg would not communicate with external devices and the patient experienced discomfort located at the ipg site. As such, surgical intervention occurred and the ipg was explanted, replaced, and repositioned to address the issues.

Manufacturer narrative:
The reported observation of ¿generator unavailable¿ was not confirmed during electrical analysis. The patient controller (pc) logs do suggest an inability to communicate, which is consistent with an inability to communicate due to the low ipg battery voltage logged on several of the dates noted in the pc logs. The device exhibited normal functionality after being charged. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.